Event description:
Caller states that during a correlation study the following coaguchek system/lab results were obtained: pt 1: 2.0 inr/1.5 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.